Manufacturer narrative:
A customer reported leak after a cleaning of cannula previously inserted in the patient. The procedure was completed as usual. The device inspection by olympus (B)(4) also found followings; there was a leak from the bending section rubber. Olympus (B)(4) said this device was involved in a recall and will be scrapped. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the coating of the insertion tube was partially peeled off. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by physical or chemical stress due to followings; friction. Reprocess that deviates from the instruction manual. Poor storage environment. Aged deterioration. The instruction manual provides preventive measures against the reported failure mode. If significant additional information is received, this report will be supplemented.